Event description:
A patient in the (B)(6) was undergoing therapeutic plasma exchange (tpe) treatment. Approximately 10 minutes into the treatment the prisma machine generated several "air in set" alarms and air was observed inside the plasma filter. The treatment was discontinued and the extracorporeal blood was not returned to the patient. The estimated blood loss to the patient was 200 ml. The patient was not symptomatic as a result of the blood loss however, it was reported that the patient was transfused with a unit of blood that evening. There was no further medical or laboratory data provided. The prisma machine generated several "air in set" alarms, which is in accordance with specifications. No machine malfunction was reported.

Manufacturer narrative:
The filter set was discarded and therefore, not available for inspection. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaint reported on this lot.